Event description:
It was reported that the patient was experiencing an increase in seizures. The patient reported that the generator is at end of service and he has been referred for generator replacement. The physician assistant reported that the generator flagged ifi - yes on (B)(6) 2014. It was reported that the increase in seizures first occurred in (B)(6) 2014. The increase is above the patient's pre-vns baseline frequency. No known surgical intervention has been performed to date.

Manufacturer narrative:
.

Event description:
An implant card was received indicating that the vns patient underwent generator replacement surgery on (B)(6) 2014. The explanting facility discarded the explanted device; therefore, no analysis can be performed.